Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient fell at work and thinks they may have knocked "the wires and stuff" out of their device. They lost their patient programmer (pp) and the reason for calling is to obtain a new one. They mentioned having a return of symptoms and they used to have a tingling sensation, but does not feel that anymore. As a result of what was reported, the patient was transferred for a replacement pp. No further patient complications have been reported as a result of this event.